Manufacturer narrative:
On (B)(6) 2016 the suspect medical device changed from architect (B)(6) ln 06c29-27 lot 63386li00 manufactured in (B)(4) to architect i1000sr analyzer ln 01l86-01 sn (B)(4) manufactured in (B)(4). Manufacturer report 1628664-2016-00252 will contain any further information regarding this event.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c29, that has a similar product distributed in the us, list number 6l27.

Event description:
The customer observed a (B)(6) igg results on the architect i1000sr analyzer. No specific data was provided and no impact to patient management was reported